Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/16/2025, it was reported by a facility representative via (B)(4) that an ar-12990n scorpion needle tip broke off in the patient. This was discovered during the case. The fragment was removed from the patient with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.